Event description:
It is reported that the locking pin and poly articular surface were replaced in 2005. Approximately 1 week post-op, the locking pin backed out of the tibial component. The following month, total knee arthroplasty was performed to remove and replace the devices.